Manufacturer narrative:
Compromised force sensor system error alarmed during prime/a33 alarm test and motor error alarm during basic occlusion test due to moisture damage noted in fsr. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported a motor error alarm from the insulin pump during troubleshooting. Troubleshooting was not completed because the rewind process was not completed. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.